Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 23:10:15. During night drain cycle four, the patient's ultrafiltration reading was 1405ml, indicating the home patient (hp) drained 1405ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An iipv event was not confirmed. The actual drain volume during drain four starting on 01 jan 2012 was 1299ml, which does not meet iipv criteria for a largest prescribed fill of 2300ml; therefore, this incident does not meet iipv criteria.